Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient underwent hysterectomy (seriousness criterion medically significant). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case : 2013-155890. All the information such as :references, reporters , events has been transferred from this case to retention case 2013-155890. No new follow-up information was received from the reporter. This non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced hysterectomy. Reporter causality assessment was not provided. Hysterectomy was considered serious due to medical importance and it is unlisted in the reference safety information for essure. In this particular case, no information was provided about the medical reason for performing a hysterectomy, so the causal relationship between essure therapy and the reported event cannot be assessed. Given the limited information, hysterectomy, initially regarded as an incident, was, after a company internal review, considered a non-incident. Further information cannot be requested.